Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when the delivery system was unpackaged and flushed from the t-tube, the rear handle detached. Although the physician tried to attach the handle several times, it could not be reattached. The physician elected to use the device, the device was implanted successfully. The physician stated that the event caused no adverse effect on the procedure or the patient. No additional clinical sequelae were reported and the patient is fine.